Event description:
Caller reported a cracked and shattered touchscreen on pump, making it illegible and unusable. Impact to customer's blood glucose level was unknown, as the caller declined to answer if levels exceeded 500 mg/dl. Customer planned to use manual injections as backup therapy to ensure insulin delivery and would return damaged pump using a pre-paid label within ten days; a replacement pump was arranged by technical support.